Event description:
Patient stated she was inserting her device, be2018 (low pressure voice prosthesis). She inhaled and "dropped" it, into her lung. She went to hosp where an x-ray confirmed the device to be in her right lung. Hosp was unsure how to remove it. A family member called dr. And was instructed to bring pt to his office where he went in through her stoma and removed the device with a "probe".